Event description:
It was reported that during normal follow up, noise was observed. The patient noted this was noticed when doing big labor in the house and lifting heavy stuff. Noise could not be reproduced. The patient condition is good. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.